Event description:
The fe reported that there was a loss of motorized movements. When the motorized movements are completely down, cranial and caudal movements are not available. The system would be effectively unusable. There is no report of injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The pins and wires in control cable assembly were evaluated and reseated. The system was tested and found to be working as intended and returned to service.